Event description:
Pt underwent cystoscopy, right retrograde pyelogram and passage of double pigtail right ureteral stent for treatment of distal right ureteral calculus. The 4.8, 2 cm stent was confirmed flouroscopically to be within the kidney and cystoscopically to be within the bladder. Pt discharged same day (1/26). On 1/27/98, the pt was re-admitted with an increase in pain and fever. Returned to surgery for replacement of migrated stent; replaced with 6 fr x 26 cm. Stent which was longer the previously inserted. (Microvasive 654173; 145-409)